Manufacturer narrative:
The account replaced the head hi/low cylinder, intellidrive power control board, end plate motor and labels to resolve the issue.

Event description:
The account alleged, the intellidrive is not functioning and that hydraulic had leaked onto the intellidrive power control board. No pt impact.